Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to erosion and allergy. Reportedly after implant, wound keeps dehiscing. There were no additional adverse patient effects reported. The ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to erosion and allergy. Reportedly after implant, wound keeps dehiscing. There were no additional adverse patient effects reported. The ICD remains in service. Additional information received indicates that the implantable cardioverter defibrillator (ICD) is now explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to correct the entry in h6: impact code and update the entry in d6b: explant date.